Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 5.0 single-use bronchoscope returned to verathon for evaluation as it had been discarded at the facility. Since the device was not returned to verathon for evaluation, the exact cause could not be determined; however, it is likely that the cause of the reported issue is due to using the glidescope bflex 5.0 single-use bronchoscope with a double-lumen tube. The customer reported that the user was unaware that the glidescope bflex 5.0 single-use bronchoscope is not compatible with double-lumen tubes. The glidescope bflex bronchoscope - endotracheal tube compatibility" table found in the glidescope bflex single-use bronchoscopes operations & maintenance manual (omm) currently only lists the compatibility of the glidescope bflex single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The double-lumen tube used during the procedure has not been validated by verathon for compatibility for use with the glidescope bflex 5.0 single-use bronchoscope. Any usage of the glidescope bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the bronchoscope sheared while being placed through a medtronic shiley 39 french double lumen tube (dlt) and the tip became wedged inside the dlt. The customer reported that the bronchoscope was able to be advanced with some resistance noted on insertion but was deemed minimal/not signifcant and was easily overcome. After the dlt position was confirmed, the bronchoscope was attempted to be withdrawn and a higher level of resistance was encountered. The user handed the bronchoscope to the attending physician who "possibly applied a little more force on the withdrawal, leading to the breakage." The detached tip became stuck inside the dlt and remained there; it did not go into the patient. The dlt required replacement with a new tube. No delay in the procedure or harm to the patient was reported.